Event description:
This pt reports that after discharge he had an allergic reaction to the 3m medipore dressing. At the time of discharge on (B)(6) 2011, there was no irritation noted. The pt states that the residue was not cleaned off of his back causing him to have severe burning and itching reaction. He was on hydrocortisone cream for 3 weeks and was on prednisone 20mg for 3 days. As of (B)(6) 2011, he states he is now getting relief but his back is still red and recovery has been slow. He believes that there should be directions on the package to remove any residue so as to prevent reactions in other people. This is being reported at the request of the pt who believes that, though not life-threatening, it was a significant enough issue for him that it needs to be reported. Dates of use: (B)(6) 2011.